Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The up buttons do not operate. The connections of the up/down flex print are interrupted.

Event description:
On (B)(6) 2013, a company representative reported that the up and down buttons on the patient's infusion device were not functioning. The patient inserted new batteries in the device, but the buttons still did not function. The patient switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replace and was requested to be returned for product evaluation.